Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7075682.